Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. Visual examination of the returned product identified slight wear and discolouration on the top articulating radius consistent with being implanted for more than 5 years, otherwise the bearing appears to be in good condition. A review of the device manufacturing records confirmed no abnormalities or deviations. Device used for treatment. Radiographs were provided and reviewed from an radiologist: significant findings include subluxation of the femoral component as well as displaced polyethylene lining on the later time point. The original time points demonstrate possible improper sizing of the hardware for the bones. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent right knee revision surgery due to luxation, approximately five (5) years and nine (9) months from initial implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source foreign: germany. Concomitant medical products: oxford uni femoral sm item#154600 lot#j3877349; oxf uni tib tray sz c rm PMA item#154723 lot#3922418. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.